Event description:
Caller reported that the t: slim x2 pump battery was not charging, with a power source alert 07 noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging. Follow-up by technical support was scheduled.